Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that tower door malfunctioned. A field service engineer effectively cleaned and lubricated the connections to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when the bd pyxis¿ medstation¿ es auxiliary tower ,tower door broken. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.